Event description:
Customer's mother reported that the customer was experiencing low blood glucose. The blood glucose reading at the time of the report was 260 mg/dl. Customer was treated with manual injections. The drive support cap appeared to be normal. Customer was being treated with rapid acting insulin and mother stated that she had been going to amusement parks frequently. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.